Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer experienced symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 20 mg/dl. The customer was treated with manual glucose tablets. The customer was not wearing the insulin pump during the hospitalization. Troubleshooting was performed. The insulin pump will not be returned for analysis.